Event description:
It was originally reported that the pt never had therapeutic effect and no stimulation sensation. She could not hold her urine and had "issues" all night long. It was noted that she had the device adjusted in (B) (6) 2009 and it was working then, but about a week ago her symptoms returned. She also reported soreness at the device site, but it was not swollen or a different color. She was able to increase her stimulation to 0.6 volts and was going to see how that helped symptoms. The pt was at home in fair condition and was re-directed to her healthcare professional. F/u info from the pt indicated that the device was shocking her. She visited with her physician and the company representative for the event. Her device was not helping her and she was in pain and could not hold her urine. She was still having problems with her device system. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).